Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right atrial (ra) lead exhibited undersensing and was not sensing the p-waves. It was determined that the lead had dislodged and fallen into the ventricle as it was pacing the ventricle. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.